Event description:
As published in an article, several hemodialysis pts' platelet counts were noted to decrease after dialysis, while being dialyzed with a fresenius dialyzers. The pts were switched to alternative dialyzers and completed dialysis therapy with no further sequelae. This article summarizes some recent cases of thrombocytopenia that have been associated with polysulfone membranes sterilized by electron beam, of which several have been identified as fresenius dialyzers. These separate case studies have been reported on individually. The author concludes that the exact cause of thrombocytopenia is unk. There is no sample available for eval.

Manufacturer narrative:
The lot number remains unk and a batch record review is not able to be completed. Development of thrombocytopenia represents an idiosyncratic pt reaction. Hypersensitivity reactions are listed on the label for use as potential side effects. Development of thrombocytopenia and intradialytic reduction in platelets is a well-recognized complication of hemodialysis and has been reported with many different dialyzers and dialysis membranes. This author summarizes several cases of thrombocytopenia that have been associated with polysulfone membranes sterilized by electron beam, of which several have been identified as fresenius dialyzers. These separate case studies have been individualized and reported on separately. The author concludes that renal replacement therapies may engender unrecognized side effects related to chronic platelet activation and that the exact cause of thrombocytopenia as result of polysulfone dialyzers sterilized by electron beam is unk.